Manufacturer narrative:
The infection is not believed to be device related. Th recipient is using the device and continues to be monitored. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section b.1, b.2 & h.1, d.9. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced a wound infection. It is noted that two types of bacteria were found. The recipient was reportedly admitted to the hospital and received antibiotic treatment (type unknown). A skin reconstruction procedure was performed and antibiotic therapy continued. The recipient was discharged from the hospital and the infection has fully resolved.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
On (B)(6) 2025, the recipient presented to the hospital for suture removal. The recipient was prescribed topical antibiotics (type unknown). It is noted that the infection reoccurred in (B)(6) 2025 and the wound reopened. The device was explanted. Re-implantation is not being considered. The recipient's condition is stable. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction information: section a.3. Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed. This is believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.